Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. Review of the logs found that a partially downgraded installation of the media application software occurred, resulting in the reported issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The two suspect computers was returned to the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. The software uninstalled and a newer version was installed. No exams were able to be loaded. The nac system was able to load multiple discs using the unstructured cd-r but the replacement computer only showed "loading" and no images appeared in the folder when it was complete. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system became unresponsive while loading an exam via disc. The site rebooted the system and the exam loaded normally after the reboot.